Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having an awful lot of pain in their hip when they would get up, sit down, or when they would try to walk. They reported the pain was regular and pretty sharp. The patient stated they had not been able to charge the battery in quite some time. They stated this was due to an inability to charge and also from moving residences. The patient noted their hip was not bothering them at the time. The patient was sent healthcare professional (hcp) listings. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. The patient indicated that the cause of the inability to charge was due to it not being charged in a long time. It is working fine now. They only need their manufacture representative (rep) to set it on a certain number to work right. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.